Event description:
Additional information was received on february 23, 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6), 2011 a vns implanting surgeon reported that the vns patient was scheduled for a battery replacement due to end of service. The patient is also experiencing an increase in seizures and anxiety. The surgery was scheduled for (B)(6), 2012 because the patient was not doing well. Surgery took place as scheduled on (B)(4), 2012 and the explanted generator was returned to the manufacturer for product analysis that has not yet been completed. A battery life calculation was performed which showed negative years until the elective replacement indicator (eri) showed yes. Further information has been requested from the patient's neurologist but no additional information has been received to date.